Manufacturer narrative:
The permanent cautery spatula instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the plastic guard piece near the distal end of the permanent cautery spatula instrument was found peeling off or pulling away. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to usage. It was unknown what surgical task was being performed when the issue occurred. It was unknown if the instrument collided with any other instruments or tools during the procedure. The incident did not involve a fragment falling inside of the patient. The instrument was returned for evaluation. There were no photographic images or video recordings available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information from the surgeon: the case was straightforward and no harm to the patient happened. Surgeon recollects that the plastic of the instrument started fraying off and it was replaced when it was noticed. The permanent cautery spatula (pcs) instrument was analyzed and the proximal clevis had thermal damage on both of its ears. Components adjacent to the broken clevis showed damage. Additional observations related to the reported complaint states that the instrument had thermal damage to the distal pulleys near the yaw pulley and conductor wire interface. Material appeared to have burnt off from the charring that occurred near the distal pulleys. The conductor wire was not broken at the weld. Components adjacent to the distal pulleys showed thermal damage. The instrument was also found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appeared to have burnt off from the charring that occurred near the distal clevis. The conductor wire was broken. The instrument failed the electrical continuity test. Component adjacent to the yaw pulley did show thermal damage. Further, instrument had a derailed grip cable from its normal position at the distal end. This was caused by dislodged grip cable at the proximal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.